Event description:
Event description guidant received information that during the implant procedure of this implantable lead, the impedance was out of range when attached to a competitor's device, however it was normal with the pacing system analyzer. The lead was repositioned several times, but the impedance remained out of range with the device. The lead was explanted and a new lead successfully placed, however the impedance was out of range with this lead also. The lead was left in service as the issue was believed to be with the competitor's device.